Manufacturer narrative:
(B) (4). The valve was patent but it did not meet the requirements for leak testing due to a hole in the sheeting, below the valve mechanism. The damaged condition of the valve precluded all further testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
At time of implant reservoir was noted to have a slit.